Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that there was an issue with an implant. Clinician stated mount fractured at time of implant placement. Used another tsv implant to complete the procedure. Tooth location not reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The mount of the unk zd tsv implant was returned (implant not returned) for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the hex of a mount and the mount screw. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of usage of the device is same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. D9: device availability . G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type.n h3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.